Manufacturer narrative:
Section a2: date of birth reported in the initial report is incorrect. Date of birth is unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: review of the submitted log files confirmed several low speed and pump stop events while the patient was supported by the power module and mobile power unit (mpu). Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar events, these events could be indicative of an issue with the driveline. A direct correlation between heartmate ii lvas, serial number (B)(6), and the report of ischemic stroke could not be conclusively established through this evaluation. The submitted x-rays showed an area of potential metal braided shield breakdown on the external portion of the driveline. A driveline wire compromise could not be confirmed via the submitted x-ray images. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. A review of the submitted log files from (B)(6) 2020, through (B)(6) 2020, found multiple low speed events resulting in multiple pump stops while the patient was connected to the power module and mpu. The low speed events were associated with low speed advisory, low speed hazard, low flow hazard, low speed operation, and driveline disconnect alarms. Refer to the mpu pi main regarding no external power alarms captured while connected to the mpu (MFR # 2916596-2020-04903). There were no other notable alarms active in the log files. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. H, are currently available. Section 1 ¿introduction¿ of this document lists stroke as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook are also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The patient remains ongoing on (B)(6), connected to an ungrounded patient cable or batteries. The heartmate ii lvas instructions for use (IFU) lists stroke as an adverse event that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. These documents outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was placed on an ungrounded patient cable and ungrounded patient cables were ordered for the patient to continue support on the power module or batteries upon discharge. Related manufacturer report number: 2916596-2020-04903.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with ischemic stroke on (B)(6) 2020 with low speed, pump stop and connect driveline alarms while connected to power module. Controller was silenced while alarming. Patient reports alarms at home while on mobile power unit but opted to sleep on batteries. Log file analysis showed 27 pump stops and 32 low speed alarms occurring between (B)(6) 2020 and (B)(6) 2020. The attached x-rays are unremarkable, but more images of the external portion may show a potential area of damage. In addition, the log file captured a series of no external power events on (B)(6) 2020. These were caused by power to the mpu being briefly interrupted. Updated log files showed no abnormal alarms since the original pump stop events.